Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent a repair of abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. A non-gore 18fr introducer sheath was used to implant a gore excluder aaa endoprosthesis trunk-ipsilateral leg component from the right femoral artery. After a contralateral leg component and an iliac extender component were implanted at the contralateral side, the physician tried to advance the 18 fr sheath at the right side. (The sheath was below the position where to deploy the trunk-ipsilateral leg component). However, there was a strong resistance and the physician couldn't advance the 18 fr sheath at the right side. (The sheath was below the position where to deploy the trunk-ipsilateral leg component). However, there was a strong resistance and the physician couldn't advance the sheath. So, the physician pulled the sheath back. At that time, the blood pressure dropped and the angiogram revealed the access rupture at the right external iliac artery. Three iliac extender components were used to resolve the rupture. The patient tolerated the procedure.